Event description:
(B)(4). Initial info was received via a nurse from a plastic surgeon's office on (B)(6) 2009; a (B)(6) female pt received poly-l-lactic acid (sculptra) injections in her temple area from a physician at another facility in (B)(6) 2009 as a cosmetic procedure for eyebrow elevation. Now the pt has these bumps appearing and it is really "starting to disfigure her face" towards the temple and the eyebrows. No other medical history or concomitant medications were reported. No further relevant info was provided. Additional info received from a nurse on (B)(6) 2009: a non-pregnant female (dob provided) received poly-l-lactic acid on an unk date (date previously provided) by another physician superior-lateral to her eyebrows for eye brow elevation and on (B)(6) 2009 she experienced lumps in skin. The reporter stated that the pt was not happy with the results and wanted poly-l-lactic acid removed or options for treating injected areas. She attempts to try to cover the areas affected. A biopsy was not performed nor was any medical or laboratory tests done for the event. It was noted that the use of poly-l-lactic acid was not discontinued because of the event but the event remained ongoing at the time of this report. Medical history was reported as "none" and as "no known drug allergies". No further relevant info reported.